Event description:
We routinely see issues with weights being entered into epic as pounds rather than kilograms. There are currently no great warnings or alerts that will fire if a height or weight entered into epic are well outside normal limits for the growth charts. The pediatric population is at a much higher risk for experiencing an ade as a result of these errors since we dose many of our medications in mg/kg. We worked on creating a bpa for heights and weights that were <3% or >97% off the growth charts to prompt nursing to review, but due to the obesity epidemic, it was firing far too many times for accurate weights, which led to us not pursuing the bpa due to fears for alert fatigue. (B)(6).